Event description:
It was reported the patient had a loss of stimulation and high impedances. Impedance over 10,000 ohms was measured on electrode seven. Diagnostic testing and troubleshooting was done and the patient was reprogrammed. After being reprogrammed the patient was receiving good stimulation. The patient status at the time of this report was alive with no injury.

Manufacturer narrative:
Concomitant medical products: product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2009, product type: lead; product ID 3550-29, lot# n182494, implanted: (B)(6) 2009, product type: accessory. (B)(4).